Event description:
Factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue. The noted failure may result in the unit shutting down during normal ventilation operation when ac power is restored. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report

Event description:
The customer reported the device alarmed and shut down while in normal ventilation and failed to transition to battery. The customer reported the device was on a patient, no patient harm reported. The manufacturers field service engineer duplicated the reported issue and replaced the power supply to resolve the problem. The device passed all manufactures required testing.